Manufacturer narrative:
Investigation: used test and analysis (B)(4). We made a visual inspection of the instrument and its inscription. It is clearly visible that the inscription at the handle is different to the inscription on the shaft and the tip. The instrument itself is a fj402r. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the labelling was made during the manufacturing process, so the root cause for this problem was manufacturing related. Corrective action: a CAPA was initiated (B)(4).

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). It was reported that the device size is 16 x 12 mm, the inscription of the working end and handle has difference in height. Working end inscription is 12-5. Handle inscription is 10-5.